Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure the navigation system unexpectedly exited from the navigation page in synergy cranial 2.2.6. The application was re-started and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.